Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia correction procedure, when needle was removed through the cannula, the needle broke, and a needle fragment fell into the patient¿s cavity. It was also reported that x-ray was performed for the express purpose of locating the component or confirming that all pieces were located. This resulted to extended surgical time of more than 30 minutes. A second surgery was performed to realize an enema of the working space.

Event description:
According to the reporter, during laparoscopic hernia correction procedure, when needle was removed through the cannula, the needle broke, and a needle fragment fell into the patient¿s cavity. It was also reported that x-ray was performed for the express purpose of locating the component or confirming that all pieces were located. Washing was done to remove the part of the needle. This resulted to extended surgical time of more than 30 minutes as a result of the event. Mediastinitis was detected 2 days after the intervention. It is not necessarily linked to the incident, even if that cannot be totally excluded. The patient was taken back to the block for washing due to uncertainty as to the location of the small needle fragment. It was also reported that there was prolongation of the intervention and need for additional examinations.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of nine images of a surgical procedure. A needle or suture could not be identified in the images. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: ime and imf codes were added, d8, g3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but nine photos were available for evaluation. Visual inspection noted seven images of a surgical site and two images of an x-ray. It was reported that the needle was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia correction procedure, while the needle was being removed through the cannula, the needle broke, and a fragment fell into the patient¿s cavity. X-ray imaging was done which extended the surgical time by more than 30 minutes however, the fragment was not found. Two days following the procedure, mediastinitis was detected and the patient was taken back to the operating block for lavage.